Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose level of 403 mg/dl. The customer was treated for the high blood glucose with 15 units of insulin after having a big dinner but their blood glucose rose to 403 mg/dl after 40 minutes. The customer was connected to the help line for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.